Event description:
Had essure coils made by bayer placed in (B)(6) 2012 all these effects happened after I have had the implants in: heavy menstruation, irregular menstruation, have cycle then again after 2 weeks with cramps that never occurred before, pelvic pain, leg pain, back pain is occuring all the time, hair loss and tooth decay (never happened before) dizziness, brain fog, can't concentrate, cysts followed by pain, low hormone levels which result in other problems, bruising, weight gain, depression and anxiety, uti infections, breast soreness, migraines, neck pain. I had the implant put in (B)(6) 2011, was a healthy person before, no issues other than a regular ear infection and the list does not include what is going on inside my body with a nickel allergy that I have developed. Please remove this as a form of birth control it is not safe.